Manufacturer narrative:
Medtronic received additional information that the insufficiency of the bioprosthetic valve was severe. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately nine years post implant of this bioprosthetic valve, a non-medtronic transcatheter valve was implanted valve-in-valve due to stenosis and insufficiency. No additional adverse patient effects were reported.